Event description:
The account alleged that the hi/low would unintentionally run up whenever the right head siderail was leaned on. The account stated there were no injuries and a pt was not in bed.

Manufacturer narrative:
The account replaced the right caregiver overlay and the right siderail cable to repair the bed.